Manufacturer narrative:
Additional information received confirmed the event onset date ((B)(6) 2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Corrected data d4 serial and UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-year-old male patient presented with acute myocardial infarction and cardiogenic shock and required cardiopulmonary resuscitation prior to the insertion of an impella cardiac power device. Before implantation, the patient was in society for cardiovascular angiography and interventions stage e shock and required multiple inotropic medications. The device was inserted using a dextrose solution with sodium bicarbonate as the purge fluid. The patient was initially not considered a candidate for percutaneous coronary intervention due to significant comorbidities. During therapy, the patient developed a hemothorax and required blood product transfusion. Although palliative care was considered, the patient remained neurologically intact. After a period of stabilization, the patient developed fever, thick respiratory secretions, and clinical findings concerning for infection, along with fluid overload that required forced diuresis. The device generated repeated low placement signal alarms, which were resolved by repositioning. A percutaneous coronary intervention was planned but was delayed due to acute respiratory deterioration and tachycardia. The procedure was later completed, and the device was removed without immediate complication. Tissue was observed on the tip of the pigtail upon removal. Although the patient¿s underlying condition likely contributed to many of the observed events, the following were conservatively associated with the impella cardiac power device: low platelet count, the need for blood transfusion, fever, low placement signal alarms, and pulmonary edema. The device remained in place for approximately fifteen days, which exceeded the duration recommended in the instructions for use. The patient was reported to be critically ill prior to device insertion.

Manufacturer narrative:
Section d primary UDI number was updated. Section d catalog number was corrected. Section h device manufacture date was omitted in the initial and has been included.